Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported infection and subsequent revision. The patient impact is the reported infection, any treatment to treat the infection and subsequent revision. No further clinical assessment is warranted at this time. The devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A sterilization records review could not be performed as the batch numbers were not available. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after thr surgery had been performed on an unspecified date, the patient experienced infection. As a result of this adverse event, a washout and a revision surgery was performed on (B)(6) 2023, in which a r3 20 deg xlpe acet lnr 32mm x 50mm and a cocr 12/14 fem head 32 - 3 were exchanged. Current health status of patient remains unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).